Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impedance measurements, measuring greater than 2,500 ohms. During isometrics the impedances decreased within normal limits. Sensing and thresholds were reported to be intact. It was determined that the lv ring electrode was returning the high measurements. The device was reprogrammed to lv tip to rv coil and impedances decreased to 530 ohms. No adverse patient effects were reported. This product remains in-service.